Event description:
Patient reports begun treatment (B)(6) 2023 and after approximately six months, the bottom teeth displayed gaps, and as of (B)(6) 2024, the teeth are still not straight. Additionally, experiencing severe gum inflammation, gum recession almost to the bone on lower left tooth. The treatment has not worked and resulted in severe gum issues, including pain, sensitivity to cold and hot foods/drinks, and jaw clicks with occasional pain in jaw joints.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.